Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted secondary, due to patient infection.

Event description:
Boston scientific crm received information that this device system was explanted due to pocket infection. A new device system may be implanted once the patient is cleared by the physician.